Event description:
Patient was revised to address a liner that was not fully seated.

Manufacturer narrative:
Patient was revised to address a liner that was not fully seated. Doi (B)(6) 2009 - dor (B)(6) 2013 (hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update may 17, 2017: litigation received. Litigation alleges pain, limitations and elevated levels of chromium and cobalt. Added the head for the alleged pain and stem for the alleged elevated ion levels, also added the complainant information and the correct implant side. There are no medical and laboratory values provided for the alleged elevated ions. This complaint was updated on: may 25, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 19, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges discomfort, tissue damage, leg length discrepancy. After review of the medical records for MDR reportability, it was stated patient was revised probable metal hypersensitivity. Revision notes reported reactive synovitis, no overt metallosis, no gross instability. It was also stated that the metal liner was not fully seated in the locking mechanism. This complaint was updated on oct 12, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.